Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ('pelvic infection') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included low back pain (chiropractor adjustments) in 2007, miscarriage, appendectomy and c-section. Previously administered products included for birth control: nuvaring from (B)(6) 2014 to (B)(6) 2015, nexplanon from (B)(6) 2014 to (B)(6) 2014 and iud from 2013 to (B)(6) 2014. Concomitant products included etonogestrel (nexplanon) for birth control. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2016, the patient experienced nausea ("nausea (happens on and off during cycle)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and was found to have weight increased ("weight gain (uncontrolled weight for some reason. Fighting to maintain weight)"). In (B)(6) 2016, the patient experienced vulvovaginal pain ("pain: vaginal area (pinching, deep, knife like pains off and on)"), dyspareunia ("dyspareunia (painful sexual intercourse)/occasional pain during sex in the back region, causing cramping sometimes"), abdominal distension ("bloating"), vaginal discharge ("vaginal discharge (constantly discharging abnormally in many colors)"), vulvovaginal rash ("infection (other): vaginal rash") and vaginal odour ("infection (other): vaginal odor"). In (B)(6) 2016, the patient experienced fatigue ("fatigue (constantly tired, sluggish, drained)"). On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), urinary tract infection ("uti (urinary tract infection) (offs/on)"), vulvovaginal mycotic infection ("yeast infections (continuous vaginal infection)") and bacterial infection ("bacterial infections"). The patient was treated with ibuprofen and metronidazole benzoate (flagyl). Essure treatment was not changed. At the time of the report, the pelvic infection, vulvovaginal pain, urinary tract infection, vulvovaginal mycotic infection, bacterial infection, nausea, dyspareunia, abdominal distension, vaginal discharge, weight increased, vulvovaginal rash, vaginal odour, fatigue, menorrhagia and vaginal haemorrhage outcome was unknown. The reporter considered abdominal distension, bacterial infection, dyspareunia, fatigue, menorrhagia, nausea, pelvic infection, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal odour, vulvovaginal mycotic infection, vulvovaginal pain, vulvovaginal rash and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29 kg/sqm. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: abdominal distension, bacterial vulvovaginitis." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-may-2019: this case is incident. Reporter information was added. This case concerns (B)(6) year old patient. Her demographic was updated. Her medical history and historical medications were added. Essure indication was amended. Essure insertion date was updated. Her concomitant medication was added. Her treatment medication was added. Previously reported unspecified event injury was updated to more specified events: pelvic infection, pain: vaginal area (pinching, deep, knife like pains off and on), uti (urinary tract infection) (offs/on), yeast infections (continuous vaginal infection), happens on and off during cycle), dyspareunia (painful sexual intercourse)/occasional pain during sex in the back region, causing cramping sometimes, bloating, vaginal discharge (constantly discharging abnormally in many colors), weight gain (uncontrolled weight for some reason. Fighting to maintain weight), infection (other): vaginal rash, infection (other): vaginal odor, fatigue (constantly tired, sluggish, drained), abnormal bleeding (vaginal, menorrhagia) and patient did not undergo essure confirmation test were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.